Event description:
We have received a complaint from our customer drive medical as followings: it was alleged that one of the front caster forks fell off the frame causing the pt to fall. The pt was allegedly hospitalized due to cracked hip. Root cause of the caster fall and diagnosis of the pt injury is unk to drive medical at the time of this report. Pt has requested a replacement product and returned the alleged wheelchair to drive medical for eval. This MDR report is based on the customer complaint.

Manufacturer narrative:
Rework all inventory products, replace the locknut (through investigation, no finished products) operator: (B)(4) finished date: (B)(4) 2009. Rework all semi-finished products at assembly line. (Through investigation, no semi-finished products) operator: (B)(4) finished date: (B)(4) 2009. Remark and isolate the raw material (locknut), then notice iqc increased proportion of examination and to confirm again. Operator: (B)(4) finished date: (B)(4) 2009. Purchase dept. Organizes quality dept. And technical dept. To supplier factory do on-site counseling and staff training. Operator: (B)(4), finished date: (B)(4) 2009.